Event description:
The customer reported the sys lost saved images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine and hard drives, and reloaded software. The sys operates as intended.